Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The implant date should have been (B)(6) 2014 rather than (B)(6) 2013.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. As a result, the lead was explanted and replaced. Effective therapy restored postoperatively thus issue resolved.